Event description:
It was reported that the balloon would not deflate. An athletis 8.0mm x 100mm x 75cm pta balloon dilation catheter was selected for use in an arteriovenous (av) fistulagram procedure for treatment of venous stenosis. The physician indicated that after completion of the angioplasty, the balloon would not deflate even after multiple attempts using a large syringe and the inflation device. The sheath was removed, and the inflated balloon was retracted through the skin at the access site. The patient experienced pain at the access site upon removal of the balloon, and anesthesia was used for pain intervention. The procedure was able to be completed successfully without sequela.

Manufacturer narrative:
Device/media analysis: a visual examination identified that the balloon had been subjected to positive pressure. No issues were identified with the balloon material, tip or markerbands of the device. The investigator successfully inflated the device to its rated burst pressure and deflated it within the athletis specifications. The shaft of the device was found to be crushed/damaged. No other issues were noted during analysis. As the investigator successfully inflated the balloon to its rated burst pressure and deflated it without issue and within the specified time, the complaint incident cannot be confirmed. It is possible that the damage to the shaft caused the deflation time to be slower and user did not allow sufficient time for the balloon to fully deflate before attempting to remove it from the patient, but this cannot be confirmed. The unreported shaft damage noted during device analysis most likely occurred due to an interaction between the user and the device (unintended), at which stage of the procedure it occurred (during procedure/handling pre or post procedure) cannot be established.

Event description:
It was reported that the balloon would not deflate. An athletis 8.0mm x 100mm x 75cm pta balloon dilation catheter was selected for use in an arteriovenous (av) fistulagram procedure for treatment of venous stenosis. The physician indicated that after completion of the angioplasty, the balloon would not deflate even after multiple attempts using a large syringe and the inflation device. The sheath was removed, and the inflated balloon was retracted through the skin at the access site. The patient experienced pain at the access site upon removal of the balloon, and anesthesia was used for pain intervention. The procedure was able to be completed successfully without sequela.